Manufacturer narrative:
Device evaluation: the reported iab serial #: (B)(6) but returned iab serial #:(B)(6) and the returned iab was evaluated. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. A kink was found on the catheter tubing and inner lumen approximately 72.6cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined a kink in the catheter tubing and inner lumen. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported kink. The reported fiber optic sensor failure & difficult/ unable to monitor waveform cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an iab catheter restriction alarm. The iabp was not alarming at the time of the call, but had been an issue for several days. It was noted that the iab had been inserted on (B)(6) 2023. The augmentation had been dialed down 1 bar, and that had kept the alarm from happening as often. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient was very stable, and very mobile. They reported no blood or visible kinks in the iab tubing. They also had questions about confirming the timing was sufficient. It was noted that the fiber optic had not been functional so they were transducing the central lumen. The arterial line waveform had artifact, but landmarks were present. The inflation and deflation appeared correct. Blood pressure (bp) was in the 80s/50s with mean arterial pressure (map) of 70. The customer was notified of the iab pressure waveform which was rounded at the top and very narrow. It was suggested that it could indicate a kink, or multiple kinks in the iab. A chest x-ray confirmed correct placement. They were advised to continue to monitor for blood in the tubing and to discuss with physicians the possible need for removal if the alarm continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).